Manufacturer narrative:
The device was returned to olympus for inspection, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited the distal end plastic distal end cover was burnt. There was no patient involvement.